Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 440 mcg/day via flex mode) via an implantable pump for an unknown indication for use. It was reported the patient went to the hospital for a clinical follow-up due to withdrawal symptoms. The event date was (B)(6) 2019. The hcp checked the pump using a programmer and no error was reported. The expected reservoir volume (erv) was 4 ml, but the actual reservoir was empty. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information indicated the pump would be replaced, but the date had not been scheduled yet. Additional information was received. No errors were reported by the physician at the most recent refill. The patient's pump was implanted on (B)(6) 2019. Pump explant was not yet scheduled and the event had not yet resolved. It was unknown if the pump would be returned.